Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the device stapled in the first hernia , but in the second it did not staple. The straps/clamps went off and they went loose. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The analysis results found that the strap25 device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled and upon disassembly the strap advancer component was found bending damage. That is why the cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.